Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy procedure, the staples did not deploy and the staple line was incomplete distally. Another reload was used to fix the staple line. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.